Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and displayed an "ECG fault-0xc3" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the investigation result. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.